Event description:
Implant didn't achieve osseointegration, primary stability was just achieved, implant was completely covered with bone.

Event description:
Implant didn't achieve osseointegration, primary stability was just achieved, implant was completely covered with bone.